Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the implant procedure to confirm device placement, and implanting a damaged neurostimulator have been ruled out as potential causes. However, inadequate fixation was identified as the implanting clinician did not create a subcutaneous receiver pocket, tie knots, coil the receiver, suture, and knot around the coil. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of erosion is due to inadequate fixation as the implanting clinician did not create a subcutaneous receiver pocket, tie knots, coil the receiver, suture, and knot around the coil (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported the neurostimulator eroded through the skin. As of (B)(6) 2025 an explant procedure is planned. The patient did not want to disclose any information about the course of treatment and refused to provide any information. However, the patient is consulting with a new physician on next steps to explant the neurostimulator. No further information is available at this time.